Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The smartsite needleless injection site was missing from the patient line stopcock. It is unknown how the damage occurred. Adhesive was observed on the injection site luer connector. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the initial priming of the duet edms, the smartsite injection site unscrewed from the patient line stopcock when the nurse was trying to take off the syringe used for priming the system.